Event description:
Procedure: lap sleeve gastrectomy. Reportedly, the surgeon fired the insturment along the antrum without incident. However, on the second firing, the sulu was fired over the same spot with the same result. The surgeon then fired around the trouble spot and continued without incident to complete the stomach transection. Post-operatively, the specimen was examined and a thickening was noted at the point of failure and was sent to pathology.